Event description:
It was reported that during cleaning and sterilization, the customer noted a broken cable on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed a broken grip cable located at distal idler pulley. The cable strands stuck out at the wrist at approximately 0.5760. The distal pulley exhibited some wear, likely from the cable slipping off the pulley and making contact. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.